Event description:
The treating doctor reported that the patient had symptoms of tmj irreducible anterior disc displacement, left tmj reducible disc displacement and reduced bilateral tmj mobility and limited mouth opening. The patient reported visiting a temporomandibular joint department at a hospital and required medical intervention. The patient did not report taking or being prescribed any medication for the reported symptoms. The treatment was discontinued on (B)(6) 2026 and the patient's current condition is unknown.

Manufacturer narrative:
The current instructions for use contains the following: "precautions - in rare instances, problems in the temporo-mandibular joint (jaw joint) may result in joint pain, headaches, or ear problems." The treating doctor shared that the potential root cause could have been the jaw pad effect of aligners in combination with longtime class ii elastics. Align's clinical review identified that class ii elastics were first prescribed in october 2024 and that subsequent treatment plans included unilateral or bilateral class ii elastics. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. The evaluated device is a china-market aligner product. Based on publicly available regulatory and product information, the device was assessed as a similar device to a marketed u.s. Counterpart, considering its intended use, function, and core design characteristics. This approach is consistent with FDA's stated considerations for determining device similarity in the context of MDR reportability.